Event description:
It was reported the ECG failed when using the pace room. There is no reported harm or consequence to the patient.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.

Manufacturer narrative:
Based on the information available and the testing conducted, the reported problem did not reproduced when fse checked the device at customer site. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational as per manufacturers specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.